Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient has experienced pulsating on the right rib since implantable pulse generator (ipg) implant. The pulsating is not correlated to device pacing and could not be replicated during testing. It was noted the patient had av node ablation during the implant procedure. It was further reported that the patient experienced diaphragmatic stimulation. The right atrial (ra) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.